Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device change out, externalized conductors were seen via fluoroscopy. No electrical anomalies were detected. The lead remains implanted. The patient will continue to be monitored.